Event description:
A webform complaint was received in which it was reported a customer had an adhesive issue with the abbott diabetes care (adc) sensor. The sensor prematurely detached on the third day of wear. As a result, customer experienced unspecified symptoms and received treatment of "insulin/glucagon and/or other medications" provided by a healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly submitted in the previous report. Correction has been made.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer had an adhesive issue with the abbott diabetes care (adc) sensor. The sensor prematurely detached on the third day of wear. As a result, customer experienced unspecified symptoms and received treatment of "insulin/glucagon and/or other medications" provided by a healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer had an adhesive issue with the abbott diabetes care (adc) sensor. The sensor prematurely detached on the third day of wear. As a result, customer experienced unspecified symptoms and received treatment of "insulin/glucagon and/or other medications" provided by a healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.